Event description:
It was reported via e-mail that the ambulance was broad sided by another vehicle and the patient that was being transported sustained serious injuries when the cot post broke, freeing the cot and patient to move around inside the ambulance. There was reported patient involvement and adverse consequences. The details of the injury are unknown.

Manufacturer narrative:
The injuries were caused by the traffic accident, not during normal use of the cot.